Event description:
A patient of unknown age and gender with acute myocardial infarction/cardiogenic shock received extracorporeal membrane oxygenation (va-ECMO) support and an impella cp smartassist heart pump. A pseudoaneurysm in the right femoral artery has been reported. CT scan showed a pseudoaneurysm without venous pooling and a groin hematoma along the right iliac muscle. The incident required an extended hospital stay. We do not currently have any information about further interventions.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the vascular damage has been completed. Product was not returned for review. The clinical review determined the root cause of the vascular damage was most likely due to patient condition of diseased/small vessels.